Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issues with his sites. Customer used almost a whole box and cannot get any to deliver. Customer found that he was getting a no delivery alarm. Customer's blood glucose was 600 mg/dl. Customer stated that he does not have a back-up plan and has not treated. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the alarm is recurring and the issue has not been resolved. Customer ran a 5.0 unit fixed prime and very little insulin exited. Customer stated not even a drop. Troubleshooting was performed and customer stated that the pump did not alarm no delivery with the 5.0 unit fixed prime on the current set. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by the set or reservoir connection. Customer stated that he tried 4 different sites and they all gave him no delivery. Customer also changed out the reservoir with new insulin.